Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Troubleshooting was performed, but the cause could not be identified. Based on the results of the investigation, and since the device was not returned, a probable cause could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera iii video system center displayed a black screen and error code e311 when plugging in 180 type scopes. The issue was found during preparation for use, prior to a diagnostic procedure. There were no reports of patient harm.

Manufacturer narrative:
In speaking with olympus technical assistance center (tac), the customer reported the display image was black and error code e311 was displayed when plugging in 180 series scopes. A second maj-1430 cable was attempted, which still displayed a black screen. Several 190 series scopes were tested which brought up an image and narrow band imaging (nbi) worked. Tac had the user properly reseat both light source cables from the cv-190 to the clv-190 on both sides. The user did not have any towers to test the 180 series scopes on. The user then tried plugging in 6 different 180 series scope and swapped out two working maj-1933 and maj-1941 cables which did not resolve the issue. Nbi would not light up. Clv-190 shows 300 hours on the bulb. Tac advised to purchase another maj-1430 and test it when the users repaired clv-190 returned to the user. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.